Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery alarm in the alarm history of the insulin pump. Customer stated that the alarm was resolved by a complete set change. Customer was advised that the pump was working as designed. Customer does not want to return the set or reservoir for analysis. Customer mentioned that the other day they had a motor error alarm. Customer's blood glucose was in the 500's mg/dl. Customer could not get the pump to rewind. Customer's blood glucose is 124 mg/dl. Customer stated that they are able to rewind the pump and the alarm occurred during bolus delivery. Customer stated that the pump passed the displacement test and self test. Customer was advised that the alarm may have been related to a site issue. Customer was advised to change out the entire infusion set. Customer was advised to monitor the pump.